Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the perfusionist received a "motor over-speed" error message. The perfusionist stated there was not any visible mechanic issues with the unit, and here was no fluid coming from unit or exposed wires. As a result, an alternate device was employed. The perfusionist stated the centrifugal controller and the motor head were changed. The motor was changed out first but was not the issue. The centrifugal controller malfunctioned and then exchanged it for another controller. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.